Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of hospitalized high readings. The customer's blood glucose reading was unknown. The customer was hospitalized for gastroparesis and part diabetes related. The customer is hospitalized monthly for various issues. The husband stated that his wife is currently vomiting. The customer was advised to contact special medical technology.